Event description:
On (B)(6) 2025, it was reported that during the cv port placement procedure using the powerport clearvue isp, upon opening the kit, the syringe plunger bottom was found broken. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one monoject syringe was returned for evaluation. Gross, visual evaluations were performed. The proximal end of the plunger was observed to be crack and partially detached. What appeared to be a fracture, was noted throughout the plunger flange as missing material was also observed. No other anomalies were observed. Therefore, the investigation is confirmed for the reported syringe plunger fracture and identified material separation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On november 14, 2025, it was reported that during the cv port placement procedure using the powerport clearvue isp, upon opening the kit, the syringe plunger bottom was found broken. There was no patient contact.